Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, product type: lead. Product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient increased stimulation up to the maximum setting, but was no longer feeling stimulation. The patient indicated that they were instructed to use both sides for 2 days to evaluate and the patient had already previously been on the right side, but changed to the left side on (B)(6). After completing 2 days of evaluation the patient decided that they wanted to try the right side again to see if they would see better progress. Patient status is unknown at the time of this report. There were no further complication reported or anticipated. Follow-up with the patient's healthcare provider (hcp) determined that actions taken on (B)(6) 2018 were to manage behaviorally and that the cause of the loss of stimulation was "dislodged." Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's healthcare provider (hcp) determined that both sides were activated in an effort to resolve the loss of stimulation and the patient thought that the cause of the loss of stimulation was that it was dislodged. The hcp was not interested in a permanent implant and elected to use a behavioral approach. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.